Event description:
Additional information was received from the patient reporting that they were told that their right sacroiliac (si) joint was bad and that their left hip moves in and out of place. It was reported that the stimulator irritates the pain in those areas and it doesn¿t matter how strong or light it was. It was reported that the patient took pain medication, had shots, had their nerve endings burnt and had the stimulator reprogrammed numerous times to help resolve the sudden feeling of stimulation and pain in their lower back and abdominals. It was reported that the issue has not been resolved. The patient met or will be meeting with a surgeon for a consultation about possibly removing the device. It was reported that the patient was doing some exercises and stretches that they were told to do by an orthopedic in (B)(6), however they couldn¿t do some of them as they reported that a manufacturing representative told them they weren¿t suppose to. It was reported that the patient was at the point where they were not actually benefitting from the device at all. It irritates and limits some of the movements used to help relieve some pain. Some additional patient history that was reported was that they had two herniated discs in the middle of their back, which the stimulator was not high enough to touch. They also have disc degenerative disease. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the spinal cord stimulator (scs) system (leads and ins) were explanted on (B)(6) 2017, noting that her hip and back issues had progressed and the scs system was just ¿masking¿ the pain instead of helping it. The patient said this is because her hip and back issues progressed, and it was not a malfunction with the scs system. The patient was working with an orthopedic hcp who gave her exercises to do (yoga and others), but she could not do them with the scs system implanted. The hcp also wanted the patient to have an MRI and a "dexo" scan conducted, but she was not able to have them with the scs system implanted. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and chronic low back pain. It was reported that there was stimulation in an undesired location and the patient programmer was showing stimulation on. The patient has the ability to change stimulation and tried increasing/decreasing stimulation, but that did not resolve the issue. The patient tried another group which did not resolve the issue. It was reviewed with the patient each group and program to determine targets and the patient was going to continue to change them and try to fine tune. The patient reported that none of them are covering her area of low back pain. She has an appointment scheduled for (B)(6) 2017. The patient reported a sudden change in therapy/symptoms of pain in the back/abdomen. On (B)(6) 2017, the patient started experiencing pain wrapping around the abdomen. In 2016, the patient began experiencing low back pain and two herniated discs (about 5-6 months prior to the report). The patient¿s medical history includes fibromyalgia which was noted as starting in 2009.